Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the optic and the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
"The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.5/+3.0/141 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reported low vault and refractive surprise. The lens was exchanged on (B)(6) 2019 for a longer length lens, vticmo 13.2mm -15.0/3.5/138 (sphere/cylinder/axis), and the problem was resolved. The patient is reported to be "happy"." Patient code 3191: secondary surgical intervention, lens exchange. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.5/+3.0/141 (sphere/cylinder/axis) into the patient's left eye (os) on an unknown date. The surgeon reports low vault and refractive surprise. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.